Manufacturer narrative:
(B)(4). Date sent 4/24/2025, d4 batch # unk, h6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than leaking (malformed staples, etc.)? Yes. The surgeon noted that it appeared as though a couple of the staples on the anterior staple line had been cut through when inspecting the anastomosis with an endoscope. He described them as a short portion of staple leg that looked like it was cut. He also noted that the location of these staples were on the anterior aspect of the anastomosis and were not where the staple / cut line crossed the rectal transection row of staples. How was the leak controlled? The leak was oversewn intra-op. The surgeon noted that the anastomosis was close to the pelvic floor, and that a pfannenstiel incision was made to access the deep pelvis. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The surgeon reported that that a diverting ileostomy was performed intra-op and the patient was discharged on day 5 post-op. Additionally, the surgeon noted that the stapler was more difficult than usual to remove from the patient. He opened the device in the normal fashion, 4 half turns, followed by rotating the device 90 degrees to one side and 90 degrees to the other side before trying to gently remove the stapler. He then opened the device an additional 2 half turns to help facilitate removal, rotating the device 90 degrees in both directions prior to gently removing the stapler. The surgeon described that it felt as though the stapler was caught on some tissue as it was more difficult to remove than normal, almost as though the knife had not fully cut through the tissue. He described the plastic washer in the anvil head as fully cut through and separated as normal when inspecting the tissue donuts. The donuts were also described to be complete. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was the ileostomy planned or was it performed due to the difficulty experienced with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that air bubbles were seen on the anterior aspect of the anastomosis when performing an inter-op air leak test after firing the stapler. The air leak test was performed with a flex sigmoidoscopy. The anastomosis was over sewn to resolve the issue.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information : surgeon likes the powered stapler. They did see a decrease in air leaks in all procedures overall. Reduced stoma rate as well. Over the past few months the air leaks have been coming more common. The device seems to grab the anastomosis more during procedures and when that happens there will be an air leak. They are only allowing surgeons to fire the device. Surgeon went 8 years with no symptomatic leaks and now he has had a leak. Surgeon was using non powered covidian circular stapler before moving to our powered circular. Never had an incomplete donut. He has witnessed cut staples that were not at an intra cross staple line. The surgeon is not sure how or why that is happening. Surgeon uses purse string only never triple staple technique. Not sure if the issue is happening with the same lots.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. Additional information: during a low anterior resection on (B)(6), it was reported that air bubbles were seen on the anterior aspect of the anastomosis when performing an intra-op air leak test after firing the stapler. The bubbles were seen during the initial air leak test. The surgeon noted that it appeared as though a couple of the staples on the anterior staple line had been cut through when inspecting the anastomosis with an endoscope. He described them as a short portion of staple leg that looked like it was cut. He also noted that the location of these staples were on the anterior aspect of the anastomosis and were not where the staple / cut line crossed the rectal transection row of staples. Doctor routinely dials the stapler down to the bottom of the tissue compression scale. Surgeon has been known to be aggressive in his leak tests intraoperatively. The surgeon noted that the stapler was more difficult than usual to remove from the patient and felt like it was ¿tugging¿ on the anastomosis. He opened the device in the normal fashion, 4 half turns, followed by rotating the device 90 degrees to one side and 90 degrees to the other side before trying to gently remove the stapler. He then opened the device an additional 2 half turns to help facilitate removal, rotating the device 90 degrees in both directions prior to gently removing the stapler. The surgeon described that it felt as though the stapler was caught on some tissue as it was more difficult to remove than normal, almost as though the knife had not fully cut through the tissue. He described the plastic washer in the anvil head as fully cut through and separated as normal when inspecting the tissue donuts. The donuts were also described to be complete. The surgeon usually uses a rigid sigmoidoscope to inflate the bowel post cdhp firing when performing a leak test and frequently performs more than one leak test to test the anastomosis. His practice is to inflate the bowel using the bulb on the sigmoidoscope followed by fully squeezing the sigmoidoscope bladder to inflate the colon. Surgeons experience with the device is over 2 years. About 12 surgeons use the powered circular. Surgeons did train on manual model.